Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported receiving the heater bag not detected message on the cycler during the previous night's treatment. The patient also received an air detected in cassette message. Patient cancelled the treatment. Upon opening the cassette door, it was noted that solution was in the cassette door and a pin sized hole in the cassette. Patient used manual treatment for the night. The cycler was replaced.

Event description:
A peritoneal dialysis patient reported receiving the heater bag not detected message on the cycler during the previous night's treatment. The patient also received an air detected in cassette message. Patient cancelled the treatment. Upon opening the cassette door, it was noted that solution was in the cassette door and a pin sized hole in the cassette. Patient used manual treatment for the night. The cycler was replaced. Upon follow up with the patient's nurse, it was stated that the treatment was completed. No patient adverse effects were experienced and no medical intervention was required as a result of this incident. The patient has since received a new cycler and is completing treatments.

Manufacturer narrative:
Device evaluation: the actual device was returned for investigation. A visual inspection of the returned cycler exterior showed sign of physical damage. The front panel bezel gasket was drooping over the center of the front panel overlay. No fluid leaks in the test cassette during the test treatment. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter was replaced. The cause of the observed dried fluid and fluid could not be determined. After replacing the clogged hp1 the simulated treatment was performed and completely without failures. The device passed mushroom head check. The device tested positive for glucose.